Manufacturer narrative:
Based on the information currently provided, the root cause of the reported patient symptoms and subsequent medical intervention appears to be related to exposure to anesthesia. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. Iris is a service to create a 3d rendering of the kidney. Therefore, system/instrument log review is not applicable as the iris product does not have any logs. However, system error log review was conducted for the da vinci-assisted partial nephrectomy case for a procedure on (B)(6) 2021. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. All reusable instruments used in the case were used in subsequent procedures. A site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. An isi clinical development engineer (cde) conducted clinical review and confirmed that atelectasis is a common outcome of general anesthesia procedures, as the surgeon of record stated. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted partial nephrectomy procedure, the patient developed sob and anxiety and went to the ER. The patient was given pain medication and used an incentive spirometer to resolve. The patient was then released from the ER and discharged home. The surgeon attributed the post-operative complication(s) to the administration of anesthesia.

Event description:
As part of a prospective iris study, it was reported that after a da vinci-assisted partial nephrectomy procedure, the patient ¿developed s.o.b [shortness of breath] and anxiety¿ and went to the emergency room (ER), ¿to rule out p.e. (Pulmonary embolism), ptx (pneumothorax) and unknown collection around kidney.¿ it was reported that, ¿CT chest and pelvis all negative, mild atelectasis, given po pain meds. Incentive spirometer released from ER.¿ on 13-jul-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: a CT scan of the chest and pelvis were negative and that the patient had, ¿mild atelectasis.¿ the patient was ¿given po [by mouth] pain meds¿ and used an ¿incentive spirometer.¿ the patient was then released from the ER and discharged home. The indication for surgery was for a renal tumor and the patient has a prior surgical history including a cholecystectomy; neither of which were reported as factors related to the post-operative complication. The surgeon attributed the cause of the post-operative complication of mild atelectasis as being related to the patient being placed under anesthesia; that it¿s ¿normally what happens when going under.¿